Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 to 40 mg/dl at the time of the incident. The customer was at 71 to 84 mg/dl at the time of the call. The customer used food and was given intravenous fluids to treat. The customer experienced symptoms such as not feeling well and loss o consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.